Event description:
It was reported that a rectal wall infiltration occurred. No patient complications were reported as a result of this event. A review of the patient's MRI revealed evidence of rectal wall infiltration (rwi) at the apex. To mitigate this risk, the physician recommended waiting 5 weeks to allow for potential spontaneous healing and then reassessing the patient and switching from stereotactic body radiation therapy (sbrt) to moderate hypofractionation to further reduce the risk of complications.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.